Manufacturer narrative:
The chol2 reagent expiration date was not provided. The c503 analytical unit serial number was (B)(6). Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with cholesterol gen.2 (chol2) assay on a cobas c503 analytical unit when compared to a different analyzer. Initial result: 9 mg/dl. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 200 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer visited the customer's site twice. On (B)(6) 2024, he found that the mechanism needed replacement. He replaced the mechanism and adjusted every position. Precision studies were performed and they were within specifications. On (B)(6) 2024, he found that the sample probe was misadjusted. He adjusted the sample probe. The customer performed calibration and qc and they were successful. The root cause was due to an issue with the mechanism along with a misadjusted sample probe. The service actions (replacing the mechanism and adjusting the sample probe) resolved the issue. No further issues were reported afterward.